Manufacturer narrative:
Summarized patient outcomes/complications of superior transseptal versus left atriotomy approaches in isolated mitral valve surgery were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes mellitus, coronary artery disease, myocardial infarction, cerebrovascular accident, and tobacco use. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled " superior transseptal versus left atriotomy approaches in isolated mitral valve surgery".

Event description:
The article, "superior transseptal versus left atriotomy approaches in isolated mitral valve surgery", was reviewed. The article presented a retrospective, single center study to investigate intra-operative parameters and post-operative outcomes in superior transseptal approach to mitral valve surgery compared to left atriotomy. Mitral valve repair (mvr) devices included in the study were carpentier-edwards or medtronic simuplus and simplici-t. Mitral valve replacement (mvr) devices included in the study st jude medical/abbott epic/epic plus, edwards mitris, and st jude medical masters prostheses. The article concluded that the superior transseptal approach provided optimal exposure, while preserving similarly low rates of post-operative morbidity and mortality to left atriotomy. There was no difference in the incidence of post-operative permanent pacemaker placement and new-onset arrhythmias. [The primary and corresponding author was zohaib khawaja, department of cardiothoracic surgery, wake forest university school of medicine, 1 medical center blvd, winston-salem, nc 27157, with corresponding email: zkhawaja@wakehealth.edu]. The time frame of the study was from october 2012 to april 2023. A total of 259 patients were included in the study, of which it was not confirmed how many received an abbott device. It was noted 188 (72.8%) of patients underwent mvr vs. 71 (27.4%) underwent mvr. The average age was 58.6 years and the majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, coronary artery disease, myocardial infarction, cerebrovascular accident, and tobacco use.